Event description:
Boston scientific received information that this device was set to tachy mode other than monitor plus therapy. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.